Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. It was confirmed that the pump still turns on when plugged into a power source. Reportedly, customer's blood glucose level became elevated due to the customer forgetting to plug the pump into a power source to deliver a bolus. Customer did not provide a blood glucose value and stated boluses were delivered to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump for continued insulin therapy.